Manufacturer narrative:
Additional information: device manufacture date provided. Correction: unique device identification (UDI) updated to proper value.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Device manufacturing date is unavailable. A medtronic representative went to site to test the equipment. Representative reported that the imaging spin terminated after connecting to the navigation. Representative suspect a button was depresses during start. Representative was unable to replicate the reported issue. A system checkout was performed and the hardware, software, and instruments passed the system checkout. The system was found to be fully functional. No parts were replaced. No parts have been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that while outside of procedure, when performing an imaging spin with the imaging system an early termination messaged was displayed on the mobile view station (mvs) before the spin could be taken. Rebooting the imaging system and navigation system resolved the issue. There was no patient present at the time of the issue.